Event description:
It was reported that the lead was surgically abandoned due to failure to capture issues. The cause of the failure to capture is unknown. The lead was replaced. No additional adverse effects were reported.